Event description:
It was reported the pt (B)(6) was unable to communicate with the pt programmer. The pt programmer would display "wrong ipg type." An sjm rep met with the pt and was unable to resolve the issue with a different pt programmer. The physician decided to replace the scs ipg with a new one which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.